Event description:
The doctor reported that implant was removed due to failure of osseointegration, approximately a month after the implant placement date. Oral hygiene around the implant site was moderate. Bone quality at surgical site was both type 3 and 4. During the surgery, there were no significant findings observed. Patient has recovered since.